Event description:
The customer reported via telephone losing the battery cap to her insulin pump, and requested a replacement. The customer reported having a blood glucose value of 475 mg/dl, and treating with a manual injection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.